Event description:
It was reported that technical support was needed due to suspected premature battery depletion involving this device. A review of the data by engineering noted that the battery consumption of this device had increased abnormally. The device should be explanted and returned. Engineering noted that the battery should have enough capacity to support therapy for sixty two days. The device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that technical support was needed due to suspected premature battery depletion involving this device. A review of the data by engineering noted that the battery consumption of this device had increased abnormally. The device should be explanted and returned. Engineering noted that the battery should have enough capacity to support therapy for sixty two days. The device was explanted and replaced. No additional adverse patient effects were reported.